Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited less than 200 ohms bipolar impedance and 215 ohms unipolar impedance. Programming was left in unipolar and the patient would be monitored.